Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-08484). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the asymptomatic patient presented after receiving a notifier. Premature eri was observed. The device was explanted and replaced without complication.